Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine whether this condition could have contributed to the report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mom reported her son blood glucose reached 300 mg/dl less than 48 hours after the pod was activated. There was no add'l bg levels, times or history provided. Upon deactivation, he noticed there was a bend in the cannula and it looks longer than it normal does.